Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) stent that failed to open with fish-mouth appearance at the distal end during the procedure. The patient was undergoing a procedure for flow diversion treatment of an ophthalmic artery unruptured saccular aneurysm. The distal landing zone was 3.6mm and the proximal landing zone was 4.3mm. Dual antiplatelet treatment was administered. Patient vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During dep loyment, the pipeline stent failed to open, exhibiting a "fish-mouthed" appearance at the distal section. The device was resheathed more than two times. Despite attempts to resolve the issue by loading and unloading the device and pulling the system back, the problem persisted. No other steps or devices were used to open the pipeline. It was noted that the pipeline was not positioned in a vessel bend. The device was ultimately resheathed and removed from the patient with the microcatheter. A replacement 4.5mm pipeline stent of a different length was then delivered and deployed successfully to complete the procedure, resulting in a good angiographic outcome. There was no harm or injury to the patient associated with this event.

Event description:
Additional information was received clarifying that it was a saccular wide necked aneurysm, not nicked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361) as found condition: the pipeline flex shield braid was returned for analysis with shipping box; within a plastic bio-pouch; and within a small jar. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the device was resheathed. In addition, the pipeline flex shield braid ends were found fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was treated for a saccular wide nicked aneurysm. The cause of the pipeline failure/incomplete open was not determined. The physician believed it was due to vessel anatomy. No additional friction was noted. The information is confirmed by the physician.